Event description:
It was reported that the user experienced fluctuating blood glucose on the ilet after eating three tacos at a restaurant without announcing the meal, followed by pump pause and disconnection, with glucose ranging from 55 to 500 mg/dl; the user treated the low with oral glucose tablets and received high and low alerts from the device. Symptoms included headache during hyperglycemia and malaise, shakiness, and blurry vision during hypoglycemia. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure, specifically failure to follow instructions for meal announcement, and the device component involved was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.